Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Additionally the alleged cartridge alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Additionally, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose level was 150mg/dl. Reportedly the customer continued to use the pump for insulin therapy.